Manufacturer narrative:
Explant was reported to be due to pannus ingrowth. Cusps 2 and 3 were torn at the stent post. Cusp 2 contained a fold that created a retraction. No acute inflammation or significant calcifications were present. Pannus was present on the outflow of the valve near cusp 1, and sis not extend onto the cusps. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation and tears could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 27mm epic valve was implanted in the mitral position. On (B)(6) 2019, the patient presented at the emergency room and the valve was explanted due to severe pannus ingrowth surrounding the whole ring from the posterior cusp to the ventricular cusp. Firm adhesions on the lateral aortic and right atrium was also reported. The valve was replaced with a 25mm masters valve, and post-operatively, the patient is reported to be stable.